Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing the up, down, and contrast buttons were intermittently unresponsive; the ok button responded appropriately. During investigation, evidence of contamination was found under the up, down, and contrast key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that about six months ago she noticed that the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient stated that this did not occur for a long while but now starting again. The patient denied damage to the keypad and no moisture exposure to the pump. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.